Event description:
The patient/ lay user contacted lifescan alleging the ot ping meter was displaying the "pc" icon without being connected to the computer. There is no indication that the subject meter caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However this complaint is begin reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.